Manufacturer narrative:
The device was not returned to hollister and the lot number was not known by the hospital. The possibility exists that the reported downward pressure applied to the anchorfast device may have caused or contributed to the reported upper lip injury. A site visit was scheduled for (B)(6) 2017 by hollister clinical education, us continence and clinical care.

Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2017. On (B)(6) 2017 an unstageable pressure injury, 0.5 cm x 2.0cm, was noted on the patients upper lip. The area was debrided and then surgically closed by plastic surgery. It was noted by the hospital that downward pressure was observed on the et tube and ventilator circuit. Patient deceased unrelated to event.